Event description:
It was reported that the pump beeped and exhibited error code 45439 when powered on. There was no patient involvement and no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the microprocessor unit (mpu) board. As a result, the mpu board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.